Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the inflatable penile prosthesis (ipp) explant procedure was likely caused by fluid loss due to a hole in pump tubing, cylinder avulsion holes and broken fabric threads with fluid loss, which impacted device function. Device history record (DHR) review: the DHR confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The pump and both cylinders were returned. The pump was visually inspected, microscopically examined and functionally tested. The pump passed the functional test; however, a leak was noted in pump tubing, which is consistent with fatigue. The cylinders were visually inspected and microscopically examined. Visual inspection of both cylinders noted wear at folds, hole from avulsion in the outer layer, which is consistent with wear against the tubing, and broken fabric threads with fluid leak were noted. The cylinders were not leak tested due to the identified damage. The identified issue is likely to have affected the functionality of the ipp. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned ipp pump and cylinders were analyzed, fluid loss was noted in the pump tubing, and cylinder avulsion holes and broken fabric threads with fluid leak were identified. Analysis details are in the manufacturer narrative.